Event description:
MFR periodically compares device tracking info to the social security death index for the purpose of updating device tracking data. MFR became aware of pt death during this process and evaluated available info against current procedures. The event did not meet MDR reporting critieria per MFR's current procedures. In an effort to obtain add'l info regarding pt deaths for summary reporting request, certificate of death was requested, received and reviewed by MFR. Death certificate indicates that pt died in hosp ER. Immediate cause of death is listed as unspecified natural causes. Autopsy report lists cause of death as cardiopulmonary arrest, secondary to siezure disorder. The pt was suffering from gastrointestinal flu-like symptoms with vomiting prior to death. The pt had 2 seizures approx 3 hours apart in the morning on the day that they died. The pt had another seizure that day in the early afternoon that lasted for 4 minutes and 20 seconds after which they fell asleep. After they woke up, the pt's family member noticed that they were smacking their lips as if thirsty. The pt's family member attempted to provide water orally, however, ended up providing approx 3 ounces of water through a gastrostomy tube. The family member then exited the room for a short period of time and returned to find the pt blue. The pt's family member initiated CPR and aspirated from the oral pharyngeal area some undigested contents. The pt was without pulse and respiration when emergency medical techs arrived at the home. Resuscitative efforts were continued but were unsuccessful. There is no evidence that the ncp system caused or contributed to the reported event; however, based on the reported cause of death, although it is not believed that it is likely that the vns therapy caused or contributed to the pt's death, it cannot be definitively ruled out as a factor.